Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a left femoral to below-the-knee popliteal in situ greater saphenous vein bypass surgery on (B)(6) 2013 and sutures were utilized. The patient was discharged from the hospital on (B)(6) 2013, and approximately 4 hours after returning home, he sneezed and his leg began to bleed near the surgical site. While on route to the hospital he lost consciousness, never regained it, and ultimately expired. The surgeon who performed the initial procedure was present and assisted in performing the autopsy on (B)(6) 2013, to the extent of dissecting the leg, tracing the graft, and finding "that one of the sutures in the left femoral artery at the bypass site had torn." The pathologist stated that, at the point of the connection between the femoral artery and the vein bypass, "there was a suture sticking up [with] a loss of continuity in the suture." Ethicon is not included in the malpractice suit; therefore no defect in the product is alleged to have caused the patient¿s expiration.